Event description:
It was attached to a pt when it alarmed "empty bag" tpn infusing 83.3ml/hr. "The pump ran for 2 days then started to alarm. Unk amount of tpn left in the bag. Swapped pump". No pt injury. Incident date: (B)(6) 2013. No tubing available. Customer does not want to send the pump in, but wants a record of the complaint. F/u obtained from reporter: the reporter stated there were no pt injuries with the event and they were not sending the pump back for return.

Manufacturer narrative:
Investigation results: per log review the complaint for an empty bag alarm was confirmed. The log results displayed that on (B)(6) 2013 the pump began an infusion at 2.30am with a vtbi of 1395.8ml at a rate of 83.3ml/hr. On numerous occasions the pump alarmed, however, the alarms were not empty bag alarms. The alarms consisted of exceeding the hold time when the pump was manually stopped by the user and a downstream occlusion alarm. During all instances the pump functioned as intended per the log and had appropriate volumetric accuracy throughout the infusion. After reviewing the history of the pump it has not been in for service for preventative maintenance since the customer obtained the pump in 2011. It is part of our preventative maintenance requirements noted in the user manual that the pump be serviced once every 12 months. This info has been relayed to the customer.